Manufacturer narrative:
Clinical assessment: 57 year old male patient treated with impella 5.5 due to planned high risk curgery and poor left ventricular function. Patient has a history of hypertension, hyperlipidemia, obstructive sleep apnea and was recently diagnosed with chronic heart failure. Patient was scheduled for surgical procedure - coronary unroofing, coronary artery bypass graft, mitral valve repair and left atrial appendage ligation and was placed on impella 5.5 and cannulated with va extracorporeal life support secondary to poor lv function. 11 days after support initiation, slowly weaning ECMO flows and the patient had an episode of atrial fibrillation. He was given amiodarone bolus - coded for paroxysmal atrial fibrillation and medication required. Continous renal replacement iniitiated and therefore coded for renal failure and additional device required. Patient successfully weaned after almost one months of support. Impella support was continued beyond the recommended 14 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event.

Manufacturer narrative:
B5: additional information was provided by the medical team regarding the patient's pre-existing conditions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary paroxysmal atrial fibrillation : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot : 1962574. Device history review the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
Additional information was provided that the patient had pre-existing atrial fibrillation and the medical team did not believe that the impella caused the arrythmia.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.5 and cannulated for veno-arterial extracorporeal membrane oxygenation (va ECMO) for mechanical circulatory support after experiencing poor left ventricular function following a complex cardiac surgery that included coronary unroofing, coronary artery bypass grafting, mitral valve replacement and left atrial appendage ligation. On the twelfth day of va ECMO and impella 5.5 support, it was reported that the patient had an episode of atrial fibrillation during the night. The patient was administered with a bolus of amiodarone followed by a continuous intravenous drop of amiodarone to treat the arrhythmia. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.